Manufacturer narrative:
Continuation of d10:  product ID 97715. Implant date: on (B)(6) 2021. Product ID 977a260. Implant date: on (B)(6) 2021. Product ID 977a260. Implant date: on (B)(6) 2021. Product ID  97792. Implant date: on (B)(6) 2021. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited pacing failure per electrocardiogram (ECG) machine and no pacer spikes. The device remains in use and appears to be functioning as programmed. No patient complications have been reported as a result of this event.  .

Event description:
It was further reported that the patient was not pacing as they were in normal sinus rhythm above lower rate limit.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.